Event description:
It was reported that the left ventricular (lv) lead dislodged and exhibited no capture six weeks after the implant procedure. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.